Manufacturer narrative:
(B)(4). Catalog number 062945-001 is the international list number which meets the requirements of the similar product, which is the us list number. The device involved in the event was not returned; therefore a return sample evaluation is unable to be performed. Stoma site infection is a known complication of a peg tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
In (B)(6) 2011, the patient in (B)(6) was started on therapy with duopa intestinal gel. On and unknown date, patient underwent procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube. On (B)(6) 2016, report indicated that the patient developed a small spot on the stoma site with pus coming out when pressed. There was exudate and possible granuloma. On (B)(6) 2016, the patient was prescribed an unknown antibiotic medication for one week for infected granuloma. On 09 dec 2016, it was reported that a non-specified antibiotic ointment was being used. Patient was recovering.